Manufacturer narrative:
Medtronic has not received the suspect device/ component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alarm. In addition it was reported that a ¿nurse noted the ventilator screen was red and was unable to silence the ventilator alarm. The nurse unplugged the ventilator and noticed smoke coming from the ventilator. The patient was bagged until a new ventilator was brought to the bedside.¿